Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they were receiving "high" ise indirect potassium for gen.2 results for patient samples on the cobas 8000 ise module. The customer provided data for 10 patient samples that were part of comparison studies performed as part of the customer's investigation into complaints by their clients. Of the ten patient samples provided, only the results for one sample were discrepant. The initial result was 4.8 mmol/l and was reported outside of the laboratory. The repeat result was 4.3 mmol/l. Repeat testing was performed on a different analyzer and deemed to be correct. There was no adverse event. The potassium electrode lot number and expiration date was requested but not provided. The field service engineer (fse) found the dilution nozzles were misadjusted. The fse adjusted the dilution nozzles, cleaned the ise mixing vessels, and checked the sample probe. The fse performed a precision that was within manufacturer¿s specifications. The customer ran calibration and quality control with results that were within specifications.

Manufacturer narrative:
Trending was performed for this type of complaint and no abnormal trend was identified. A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site.